Event description:
A customer contacted beckman coulter inc. (Bec) reporting that they had observed difficulties with electrolyte calibration. Per customer, low sodium (na) results were generated. The laboratory recognized that the results were low and these samples were then retested on a second analyzer generating acceptable results. The acceptable results were reported out of the laboratory. There was no affect to patients with regard to this event. The actual erroneous results were requested by bec several times however to date, no values for the reported erroneous results have been communicated back to bec.

Manufacturer narrative:
The actual erroneous results were requested by bec several times; however, no values for the reported erroneous results were communicated back to bec. Upon additional communication with the hospital lab technician, beckman coulter was informed that no erroneous patient results were generated. This follow-up report is being submitted since confirmation was received from the customer that no erroneous patient results were generated. Based on that assessment, beckman coulter is closing the investigation on this event at this time.

Manufacturer narrative:
During a bec field service engineer's visit, hairline cracks were observed on the three electrodes installed on the analyzer. Replacement stock was ordered but these also had the same cracks on their casing. The erroneous sodium results appeared to have been so low as so be inherently unbelievable. It is not likely, therefore, that the erroneous results would be reported by the laboratory or subsequently acted upon by the physician. Furthermore, the defect also causes difficulties in calibration of the instrument, thereby making the problem readily apparent to the laboratory user. Therefore, the medical risk associated with the hairline cracks is significantly mitigated.